Event description:
It was reported that the im plan table cardioverter defibrillator (ICD) system exhibited changes in right ventricular (rv) pace impedance measurements. The high out of range measurement was measured at 2892 ohms. Noise was reproduced during provocative maneuvers and it was suspected that the competitor rv lead had fractured. Boston scientific technical services discussed possible causes and provided troubleshooting options. No adverse patient effects were reported. The involved rv lead is a non-boston scientific product. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).